Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump had been charging slowly with the usb cable. The customer's blood glucose level was 165 (mg/dl). Reportedly, the pump was charging at the time of the report.